Event description:
Initial blood gases indicated potentially low performance of oxygenator. Decision was made to change out while on bypass. There was some air in the aorta which had been drawn in around the cannula suture line. The system and aorta were de-aired and bypass resumed w/o further incident. The pt is reported doing well.